Event description:
One hour into treatment, pt c/o chills, temp 97.8. Dr notified and ordered pt to have blood cultures drawn. Benedryl 85mg -IV dialysis to be discontinued and transport to hospital for evaluation. All orders carried out. Pt admitted to knapp hospital. Prurulent drainage and reddness noted around patient's subclaviandevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.